Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer treated with bolus wizard on the pump. Customer's blood glucose value was 410 mg/dl at the time of the call. Customer was not able to troubleshoot due to an occlusion. The product was not returned for analysis.